Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported, approximately one year and three months post index procedure the patient presented emergently with abdominal and back pain. A CT revealed an infection surrounding the exterior of the stent graft in the infrarenal aorta. Additionally, the left iliac was thrombosed from the femoral artery to the stent graft flow divider. The physician elected to explant the stent graft system and convert to an open repair with a homograft. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.